Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to severe hypertension and subsequently underwent a catheter-based procedure, both of which were determined to be unrelated to dbs stimulation or the device itself. Following this event, it was noted that the patient's blood pressure increased whenever dbs stimulation was activated. As a result, the patient discontinued use of the stimulation. The neurologist evaluated the patient by first measuring blood pressure with the stimulation turned off. The stimulation was then activated, and after five minutes, blood pressure was measured again, revealing an increase. The physician also observed that the patient became flushed when stimulation was on. Based on these observations, stimulation remained deactivated. A computed tomography (CT) was performed and no lead migration was observed, also, the impedances were in range. Since then, the patient has been discharged from the hospital and remains clinically stable; however, the symptoms continue to persist.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.